Event description:
In 1997 pt received a christensen total joint replacement. After the implants were put in they couldn't chew food. They were at a proper weight, but after receiving the implant they went downhill and weighed only 65 lbs at the time of their death, in 2000/2001 they began experiencing strokes and seizures and began spending most of their time in bed. The pain worsened and they developed other medical problems such as vision problems, fevers, a hole in bladder, trouble swallowing, accelerated pulse rate, and extreme fatigue. Silipped into a comma and passed away in 2004. Their death certificate stated the cause of death was due to: gastrointestinal bleeding, toxic effects of tmj/jaw implants, tempomandibular joint syndrome.